Event description:
Healthcare professional reported right side "rupture". Later healthcare professional reported capsular contracture baker grade I". The device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side "rupture". Later healthcare professional reported capsular contracture baker grade I". The device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Later healthcare professional reported capsular contracture baker grade I". The device was explanted and replaced with a non-abbvie device.